Event description:
Rptr is reporting this death because it has never been reported and even though rptr cannot supply all the info, it is true. This woman was a friend of rptr's & they were close. Pt became extremely fatigued along with all the same symptoms of silicone illness. Rptr watched pt slowly deteriorate and was found dead at the foot of the bed. This was long before anyone knew about silicone illness so she never knew what had caused these problems. Rptr is also now a victim & "can recall all to well, how my friend became ill & died." Pt would have been one of the "firts women implanted." "The family does not want the name given. How many others have gone unreported?" "It doesn't matter about this info, as nothing can be proven!" "How many lives must be destroyed before any of you do something!"